Event description:
On (B)(6) 2013 at the (B)(6) hospital in (B)(6) it was reported through the msupport system complaint (B)(4) that there was a blast sound from the hcu 40 high voltage serial number (B)(4). The device pcb was inspected and a varistor and a few capacitors were found to be burned. (B)(4).

Manufacturer narrative:
The device was evaluated by the (B)(4) technician and the device pcb was replaced. An on-site investigation of the device was completed which did not result in a definitive determination of the cause of the burned components on the device pcb. The device operated normally after the defective pcb was replaced. The supply voltage grid was checked and all voltage levels were within range. It was determined that the board be sent back to mcp for investigation. The device pcb was evaluated in the engineering laboratory and the burnt ic and varistors were confirmed. (B)(4).